Event description:
During an emergency abdominal aorta aneurysm the straight graft (amc1520) was implanted. After revascularization the graft was leaking. The surgeon placed surgical patches around the graft to stop the bleeding. The patient came back into the operating room after 24 hours due to thrombosis of the graft (amc1520). According to the physician, this was not related to the grafts leaking. A additional bifurcated graft was placed distal to the recently implanted straight graft (amc1520). After 6 days the patient had left the ICU and was transferred to normal patient room.

Manufacturer narrative:
The complaint device was not returned for evaluation since the device remains implanted. A lot history review did not reveal any discrepancies related to the complaint event during the manufacturing processes. The complaint lot and the collagen batch passed all required tests. Therefore, the root cause of the failure remains inconclusive, however, we believe it was an isolated incident. Please note that no permanent patient injury happened due to this incident.